Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that high lead impedance was received during system diagnostics at a follow-up appointment. The patient's device was programmed to 0 ma and the patient was referred for x-rays. The nurse was not aware of any patient manipulation or trauma that could have contributed to the event. Good faith attempts to obtain further information from the treating nurse have been unsuccessful to date. At the moment revision surgery is likely.

Event description:
Further information was received from the treating nurse indicating the patient underwent x-rays. X-rays were evaluated by the manufacturer and noted that only neck views were available. No anomalies were noted with the images and a discontinuity was not seen. Information from the nurse indicated the patient has not been referred for surgery, however surgical intervention is likely.

Event description:
Further review of x-rays indicated the generator placement, pin insertion, lead behind generator and the filter feed-through wires all appeared normal from the x-ray images received. No obvious lead discontinuities or acute angles were observed in the observed portions of the lead body that could be assessed.

Event description:
Additional information was received from the patient indicating revision surgery was going to be pursued. Follow-up was made through a company representative which indicated replacement surgery has not been scheduled at the moment due to financial issues.